Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a urology catheter. The customer reported that the lady had an argyle silicone foley catheter in situ after a caesarean section. When the nurse came to remove it, only 5ml of water came out. After a number of attempts using different syringe sizes to deflate/inflate the balloon without success, the nurses cut the balloon connector off with approx 0.5-1ml drainage. The obstetrician was called in and the drainage connector was cut while the catheter was in situ. Surgical intervention was necessary to remove the catheter. The pt had to receive general anesthetic to remove the foley catheter. The urologist inflated the balloon with additional 5ml of sterile water, but it didn't burst so traction was applied. Finally the catheter came out with the balloon still intact. No long term effect was reported and pt does not require to be follow-up with urologist. The pt is kept in the hospital under observation.